Event description:
During evaluation of a returned homechoice device, a baxter technician determined the device failed fluid volume accuracy testing. No additional information is available.

Manufacturer narrative:
(B)(4). Device was received and evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The homechoice device was returned and evaluated. An internal/external inspection was performed and no issues related to the reported problem. Electrical testing and temperature verification testing were performed on the device and passed. During the evaluation, the fluid was transferred outside of the returned instrument testing evaluation (rite) specified limits and the volumetric accuracy test that followed, showed that the device had failed. An inspection of the door assembly showed that the piston foam was deteriorated. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The results of the evaluation revealed the cause of the failure to be the deteriorated piston foam. To correct the condition, the piston foam could have been replaced; however, the device was scrapped due to an unrelated issue. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.